Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The full lead was returned and analyzed. There were no anomalies found. (B)(4).

Event description:
It was reported that no pacing was observed on the right ventricular (rv) lead due to a possible lead fracture or exit block. The lead was explanted and replaced. No patient complications have been reported as a result of this event.